Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not alarming" an audible tone. The customer declined to perform troubleshooting with tandem technical support and declined to provide additional information. There was no reported impact to the customer's blood glucose level.